Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Incident date: (B)(6) 2025. "Second incident where this happened, the plastic catheter split away from the needle". Sample availability is unknown. Customer included supplier on complaint notification of 2025-sept-10. Complaint noticed: during / after use. Problem frequency: a few times. Patient injury: no. Qty affected: 1 ea.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383551 and lot number 5058266. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified